Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extd life trans set leaked with the twist clamp closed. This was further described as ¿a patient had a leaking transfer set even though roller clamp closed¿. This occurred during use for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.